Event description:
It was initially reported that the physician's handheld was no responding to taps on the screen using the stylus. When attempts were made to try realigning the screen, the issue still would not resolve. The screen was checked for debris but the issue continued. Good faith attempts for product return have been unsuccessful to date.

Event description:
Additional information was received that the handheld and flashcard were returned to the manufacturer for evaluation. No anomalies associated with the handheld software were identified during the analysis. During the analysis it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the anomaly is associated with debris that was trapped under the case. Once the display was cleaned, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. Also during the visual analysis it was identified that the serial cable was pulled out of its strain relief. The cause for the damaged cable is unknown, but is most likely associated with mishandling of the device. Although the serial cable was pulled out of its strain relief, no anomalies associated with the cable performance were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.